Manufacturer narrative:
The field service engineer performed due preventive maintenance. He also found that mucus had formed inside the extra wash station (ews) syringe. They then cleaned each one of the syringes inside with distilled water and swabs. They also performed decontamination of the procell ducts with an ion-selective electrode (ise) cleaning solution. Bleach was also passed through the sample and reagent syringes. They also adjusted the gear pump pressure. The investigation determined that the cause of the event was consistent with a maintenance issue (contamination) and preanalytical issues (the alarm trace had 31 abnormal sample aspiration alarms). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The pth reagent lot number is 64624100. The expiration date is 31-jan-2024. The vit d reagent lot number is 71891503. The expiration date is 29-feb-2024. The investigation reviewed the alarm trace which showed there was abnormal sample aspiration 31 times (sample air was detected during aspiration); abnormal sample probe movement 10 times (the sample probe detected liquid-level detection (lld) noise after finishing aspiration); sample short 45 times (the sample volume was inadequate). There was no alarm trace data for the dates (B)(6) 2023 until (B)(6) 2023. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay and elecsys pth stat immunoassay results from two patient samples tested on the cobas 6000 e601 module. The initial results were not reported outside of the laboratory. Patient sample 1: on (B)(6) 2023, the initial vit d result was greater than 120 ng/ml. The repeat result was 33.71 ng/ml. Patient sample 2: on (B)(6) 2023, the initial result pth was 16.74 pg/ml. The repeat result was 46.36 pg/ml. The repeat results were deemed correct.